Event description:
(B)(4). I bled three weeks out of the month for a year. Constant bloating, pain in my joints, swelling in my calves, ankles and feet, headaches, pain in my abdomen, hair loss, depression, fatigue, no sex drive, smelly vaginal discharge, strong body odor.